Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured when inflated at nominal pressure for 1 minute. The device was removed without any problem by using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.